Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the nc trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the inflation issue.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat an unspecified coronary artery. The 3.0 mm x 8 mm nc trek balloon dilatation catheter (bdc) was placed in a coronary artery for post dilatation; however, the balloon would not inflate. The device was not soaked prior to use. The nc trek balloon was then removed and replaced with an alternative nc balloon without incident. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.